Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of the programmer shutting down and taking a long time to reboot, the keyboard was not fully plugged in and therefore the keyboard connector was reseated. It was also noted that the programmer failed its incoming functional test due to a loose electrocardiogram connector and therefore the link electronic module printed circuit board was replaced and calibrated. (B)(4).

Event description:
It was reported that the programmer would shut down and take a long time to reboot. The programmer was returned for repair. No patient complications have been reported as a result of this event.